Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda issue appears to be related to patient morphology/pathology. Poor image resolution was due to procedural condition. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Visualization was occasionally difficult, but grasping was well visualized. The first clip (01201u165) was implanted without issue; however, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip (01219u179) was advanced and was planned to be placed medial to further reduce mr. However, positioning the clip was challenging, after inverting the clip, the sleeve steered to the lateral side due to tension on the device. The clip got caught in chordae, was freed but a chordae rupture occurred. Mr worsened to 5. The clip was not implanted and was removed. Mitral valve replacement surgery was performed, the slda clip was surgically removed. No additional information regarding this issue was provided.